Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Received 15 used needles and 1 broken used needle. All of the needles showed instrument/needle holder marks in one third of the needle, starting from the attachment end to the suture, and in the tip area. Our instructions for use recommend gripping the needle in the area of 1/3 to 1/2 from the attachment end to the tip to avoid damages or breakages caused by handling. Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The devices were tested for strength and ductility and the devices met performance specifications.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch el8dksm0, mfg date: 10/26/2012, exp date: 12/31/2017. Batch el8hpcm0, mfg date: 11/05/2012, exp date: 12/31/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2013 and suture was used. While suturing the uterus, the needle broke. A xray was done to locate the needle. However, the surgeon was unable to remove the needle. After approximately five hours the surgeon decided to leave the needle in situ. The patient has recovered with no known adverse effects. Additional information has been requested.